Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The green sureform 60 reload was analyzed and found to have lodged staples wedged in between the reload in front of the exposed knife. A visual inspection confirmed that there were three lodged staple pieces ahead of the blade stopping point. The blade progressed through the full firing trajectory; therefore, no firing failures could be confirmed in the logs. The staples were removed, and the stapler reload was inspected. The knife was found to be exposed, and the cartridge and blade were both damaged. The sureform 60 stapler instrument was also returned for failure analysis and was analyzed. The instrument was fully functional. There was no problem detected. An advanced stapler log show the sureform 60 stapler was installed on the system 3 times and fired 2 sureform 60 reloads (1 white, followed by 1 green). On both installs, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 3, a green reload was installed, however no clamping or firing was performed. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, tissue was pushed and not properly stapled or cut when a green sureform 60 reload was fired with a sureform 60 stapler instrument. No errors were produced during the stapler firing sequence. Due to the event, the tissue was left with unclean margins and required intervention. The surgeon opted to use a third-party laparoscopic stapler to repair the defect. The laparoscopic stapler resected the pushed-out tissue and continued along the planned surgical path. The procedure was completed robotically.